Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient has been experiencing breakthrough seizures since their last appointment. It was noted that the level of control and frequency of seizures is poor. It was noted that the vns helped decrease seizures significantly and that the patient has tolerated treatment well. It was noted that in (B)(6) 2014 the patient had seven partial complex seizures with secondary generalization. It was noted that vns does not seem to be helping to stop the seizures. The patient feels an aura and the seizures are lasting approximately five minutes. Full compliance with treatment is noted. The patient was referred for surgery. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient was scheduled for generator replacement surgery. The patient underwent generator replacement surgery on (B)(6) 2014. Preoperative device diagnostics were within normal limits (2338 ohms). The device showed ifi - yes. Device diagnostics with the new generator attached to the existing lead were within normal limits. The generator was programmed to preoperative settings. The explanted generator was discarded during surgery; therefore, no product analysis can be performed.

Event description:
The physician indicated that the vns decreased the patient's seizure frequency and that the patient was referred for generator replacement due to ifi indicator. No additional relevant information has been received to date.